Event description:
Customer reports that a pt had a vp shunt placed originally in year 2000. Late last year the shunt appeared to malfunction. A new shunt was placed and althought it worked well in terms of dripping, it seemed to come into the subcutaneous space several times and had to be repositioned. In 2005, the pt underwent a revision of the vp shunt in the abdomen. Due to recent complaints of increased difficulty walking, increased lethargy/somnolence and a shunt study that did not show good flow, the pt underwent removal of the old shunt on 05/25/06. During surgery the surgeon found the old shunt was not dripping at all, and appeared to have a standing column of old fluid. There was no dripping when the shunt was raised and lowered and aspirated from the distral end. The surgeon assumed that somewhere along the shunt from just behind the ventricular catheter distally, this shunt was plugged and not working. The cranial end of the shunt was tested and flowed well. After successful removal of the old shunt, a new programmable shunt was inserted. The new shunt was tested several times and cotninued to function well. The pt was taken to the recovery room in stable condition.

Manufacturer narrative:
It has been confirmed that the device is not available for eval. A serial number has been provided, therefore a review of the device history records will be performed. We do anticipate that the review will reveal that the products conformed to all testing/manufacturing specifications. If anything otherwise is noted a follow up report will be filed. Trends will be monitored for this and/or similar complaints. At the present time this complaint is consdered to be closed.